Manufacturer narrative:
An 'adhesive strength test' of the returned product was evaluated, yielding results within specifications.

Event description:
A doctor alleged that after the placement of crowns with nx3 clear dual cure cement, ten (10) patients experienced the debonding of restorations.this is the sixth of ten (10) reports.

Manufacturer narrative:
Patient specifics with regard to gender and age were not provided by the doctor. To date, the patient is doing fine. A new crown was re-cemented using a different product, without further incident. The product was not returned; therefore, an adhesive strength test of the retain sample was evaluated, yeilding within specifications. A DHR review revealed that the product was released within specification and acceptable parameters. In additon, no similar complaints were received with regard to this lot.